Event description:
Customer reported multiple unspecified malfunctions requiring them to reset the pump several times. There was no adverse impact to the customer's blood glucose level. The customer declined further transfer or follow-up, and no additional corrective actions were taken.